Event description:
Balloon burst at 9 psi.

Manufacturer narrative:
Lot history record review: the reported lot number was reviewed for any abnormalities, which may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. The sub assembly lot history records were reviewed for any abnormalities that may have contributed to the complaint. Review of returned sample: the complaint sample was returned for eval and the following was observed: the balloon catheter was returned in one piece. A longitudinal burst was observed in the center of the balloon. Both ro markers are present. No other abnormalities observed. Conclusion: the complaint investigation has been confirmed. During the eval of the returned sample a longitudinal burst was observed in the center of the balloon. No other abnormalities were observed. The exact cause of the complaint is unk. A review of the manufacturing records for the reported lot indicated that all of the device specification and quality requirements were satisfied. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased, but the severity of this event is not greater than usual.